Event description:
At five months post op, it was found via xray that the slic screw was broken both at the joint and mid shaft in the lunate section. The screw was explanted.

Manufacturer narrative:
The screw was examined visually. The screw has separated at the joint. The lunate section of the screw has broken into two pieces approximately halfway down the length of the screw. The joint end of the scaphoid section of the screw is cracked.

Manufacturer narrative:
Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this screw break.

Event description:
At five months post op, it was found via xray that the slic screw was broken both at the joint and mid shaft in the lunate section. To date, the screw has not been explanted.